Event description:
Pt had removal of bilateral saline filled breast implants due to rupture. The left implant was collapsed and weighed 70 gms. The right implant was intact and weighed 320 gms. The implants were replaced.